Manufacturer narrative:
(B)(4). This complaint for a check supply line alarm was not confirmed. The root cause is user error the patient disconnected and reconnected a solution bag during therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a check supply line alarm that occurred on the home choice (hc) unit during fill. The hp stated the heater bag was empty so she took the bags off the lines and switched them. The technical service representative (tsr) explained that was not the right thing to do and that the hp had possibly contaminated her set, and that she will have to end the therapy. There was patient involvement, but no patient injury or medical intervention reported.